Event description:
It was reported that the customer's insulin pump alarmed motor error the day prior. The customer stated that this alarm was the third instance of the alarm within three months. The customer's blood glucose was 12 mmol/l. The customer's father confirmed that his insulin pump was not bumped or dropped. The customer's father explained that he had gone to the hospital recently and that he may have been exposed to a strong magnetic field. Advised customer to disconnect and revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarm noted during prime/a33 test at to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker